Event description:
The physician was using a padgett dermatome and the tissue penetration was deeper than intended or necessary for skin graft. The physician closed the area with sub-q-suture. A second area had to be used to obtain a split skin thickness graft. We contained the dermatome and will have it evaluated to determine the cause of the problem.======================manufacturer response for skin pealer, dermatome (per site reporter)======================they would like to do their own investigation.